Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer reportedly did not hear alarm. Customer will continue to use pump for insulin therapy. Customer's blood glucose (bg) level was 400-600 mg/dl. Customer delivered a correction bolus to address elevated bgs.